Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type: software, product ID: hh9020tdd lot# serial# (B)(6), product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the handset screen gets stuck on 'retrieving' but then it went through. When requesting the bolus on the call, the screen will go to 91% and mentioned 'it will go in a minute.' The patient stated that they think the connection gets faster after a pump refill. When the agent inquired event date, the patient stated that it was a awhile and then stated, 'everything goes through fast' after a pump refill, but the longer the time between pump refills, the slower the equipment gets. The agent assisted the patient in clearing the data. The patient will call back for assistance as needed. The patient had difficulties navigating the handset, following instructions, and answering questions throughout the call.